Manufacturer narrative:
On december 02, 2021, fujifilm healthcare corp concluded its root cause investigation. The root cause could not be established due to the following reasons: fhc reviewed the initial error logs but could not determine the cause. Additional logs had expired and could not be retrieved for additional review. The customer has not encountered this error again as of the date of the supplemental report.

Manufacturer narrative:
Fujifilm received a complaint from the customer site regarding the arietta 850 (u8ar0085) ultrasound system on (B)(6) 2021. The site reported that the system displayed a "probe not connected" error message that they were unable to clear. They attempted to reboot the system to clear the message but system would not restart after shutdown. This incident occurred while the patient was under anesthesia. The procedure had to be aborted and rescheduled at a later date. Fujifilm service dispatched an engineer to the site to evaluate the system. Engineer replaced the probe adapter junction box and collected error logs for the manufacturer to review. He tested the system after junction box was replaced using dummy probes and one of the site's endoscopy probes. System was operating at intended. The site's junction box was sent to the home office. Ultrasound lab technician tested the site's junction box and a functional junction box. He was able to duplicate the error using both boxes. We collected error logs and are sending them to the manufacturer to determine the next steps for investigation. Root cause has not been determined as of (B)(6) 2021. The site did not provide information regarding the type of procedure or patient information. Fujifilm provided the site with an incident form while on site for troubleshooting. Fujifilm contacted the site multiple times but site did not complete the incident form nor provide any information, including an update on the status of the patient.

Event description:
On (B)(6) 2021 fujifilm (formerly hitachi healthcare americas) received report of an aborted procedure. The site was using the arietta 850 ultrasound with olympus probes.